Event description:
It was reported that the iab was inserted trans-thoracically, but the clinician was unable to remove the spring wire guide. Because of this, the entire assembly was exchanged. There were no pt complications.